Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The first used tigerpaw system ii device was malfunctioned (the fastener fell off), and the second tigerpaw system ii device was successfully used to complete procedure. There were no patient negative effects.